Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were told by their doctor's office to request a manufacturer representative (rep) appointment for reprogramming. Patient said they were not really feeling any of the stimulation at this point, and felt like the implant battery was draining faster. Agent asked, patient said it had been a couple months since these issues began. The patient was redirected to their healthcare provider to further address the issue. Agent provided nas phone number for patient to give to healthcare provider if needed. While on call, patient mentioned they were at their doctor's office, and they thought a rep may have come in; agent advised they should see if they have time today to address the issue.